Event description:
Customer reported that all wireless bedside monitor lost communication with acuity, tech support had them check the controller and said it looked like it was off. Recommended to have customer cycle the power of the controller - which solved the issue. Now working as expected. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt information.

Manufacturer narrative:
The customer's (B)(4) controller is not working as expected and will not be returned. The (B)(4) controller is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure. Method customer cycled power.